Event description:
The port was inserted in 2002 via the right subclavian vein. Two months later, the catheter was removed because it had sheared from the port locking connector. There were no patient complications.